Event description:
A va healthcare provider alleged that a patient was complaining of dizziness and high/low blood glucose readings. The patient was then hospitalized for hypoglycemic episodes. He was released 2 days later and his insulin was adjusted. No additional information was provided about the customer's hospitalization. The customer was using a roche aviva meter and transmitting his blood glucose results to the va using the viterion 100 bgm telehealth system. The roche meter allows the user to turn on a hypoglycemic indicator and flag low glucose readings. Due to a software issue with the viterion system, the flagged results were not being transmitted to the va for review. The va had been instructed (as a result of the software issue) to assign manual data entry mode for users who had a clinical need to flag hypoglycemic results or turn off the hypo settings if using cabled data transmission. The patient in question had been instructed to use cabled transmission due to entering inaccurate results in the past when his readings were high or low. As a result, some hypoglycemic readings that were found in the meter memory were not transmitted using the viterion device. The patient was then instructed to enter his results manually after his hospitalization. The patient's viterion device is to be replaced, but the va had not been able to get a hold of the patient to replace the device as of (B)(6) 2012.